Event description:
It was reported that the md inserted iab through sheath into the femoral artery. After connecting the iab to the pump, the iab did not inflate. The md used a 50 cc syringe to manually inflate the iab; however, iab still did not inflate. The pump alarmed & blood was seen in iab. As a result, md removed iab and replaced it with another iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.